Manufacturer narrative:
Correction: d2a: common device name, d4: model #, g4: combination productadditional information: d9, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, the reported problem "improper shut down while medication was infusing" was not reproduced. The device was tested with a known good pump and no alarms occurred. The event history log from the pump sent with the battery module was reviewed and two occurrences of "improper shutdown" was observed when the device was running an infusion of norepinephrine on may 15, 2024. The event history log revealed for both occurrences, the power cord was unplugged when the device was running and then the improper shutdown" occurred once the pump was powered back on. An ¿improper shutdown!¿ message occurred s at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was the corrosion on battery contact. The battery module requires to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module powered off without user input during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.